Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The traveler device is currently not commercially available in the us; however, it is similiar to a device sold in the us.na h3 other text : the customer reported the device was discarded.

Event description:
It was reported that the procedure was to treat a de novo lesion in a moderately calcified and mildly tortuous left anterior descending artery. An unspecified guide wire was advanced to the lesion. A 2.5 x 12 mm traveler balloon catheter was then used for pre-dilatation; however, the balloon ruptured at 6 atmospheres during its first inflation. Therefore, another unspecified balloon catheter was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.